Manufacturer narrative:
No lat-mc100 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for evaluation; however a lot number was provided. A device history lot review is pending.

Event description:
The event involved a conector microclave¿ clear where it was reported in the surgical unit, the bio connector was placed in the central catheter, through which the vasopressor passed, presenting failures and not allowing the passage of the medication, generating ¿occlusion in the pump¿. The set was replaced with a new one and the surgery continued. The event occurred during patient use and no harm was reported as a result of this event.